Event description:
It was reported that during the implant procedure the leads could not be progressed past the thoracic, t10, due to an obstruction therefore the procedure was aborted. The patient was under sedation during the procedure, there was no device malfunction. The devices will not be returned for analysis as they were discarded by the facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: linear 3-4. Upn: m365sc2352700. Model: sc-2352-70. Serial: (B)(4). Batch: 7074142.